Event description:
It was reported that the pt experienced a case of early restenosis (5-6 month) and potential fracture involving a stent. The device was used to cover an approximately 12 cm occlusion in the popliteal and anterior tibial arteries. The peroneal and posterior tibial arteries were not patent at the time of lifestent deployment. The pt returned with symptoms of claudication at approximately 5 to 6 months following stent placement, and an angiographic examination revealed restenosis of the stent with a fully open anterior tibial artery distal to the stent. The stent reportedly had a focal area of that appeared "abnormal" and potentially fractured at the level of the knee joint.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The device remains implanted; therefore, not available for evaluation. The event investigation is currently underway.